Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: corrected data on: b5 & h6 (impact code).

Event description:
It was reported that during an ent procedure, when the wand was plugged to the coblator ii controller it did not set the default 7-3. It powered on, but it did not allow any coblation. There was a a delay greater than 30 minutes reported. There was a back-up device available. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up an ent procedure, when the wand was plugged to the coblator ii controller it did not set the default 7-3. It powered on, but it did not allow any coblation. The patient was already under anesthesia when the problem was noticed and there was a a delay greater than 30 minutes reported. There was a back-up device available. There was no patient involvement.